Event description:
Device 1 of 3. Reference manufacturer reports: 1627487-2010-02219 & 1627487-2010-02220. The patient received her scs system on (B)(6) 2009. It was reported that both the leads and the ipg were explanted and replaced due to unacceptable impedances on (B)(6) 2010. Follow up on the patient found no further issues were reported. The explanted products were returned to the manufacturer for analysis. No further information is available.

Manufacturer narrative:
Method - the device history and sterilization records were reviewed. Results - the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion - the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. (B)(4). Ans has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Ans defers to the patient's physician regarding medical history.